Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as (B)(4) was opened to address this issue. The device is used for treatment purposes. CAPA reference # (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that the device dim segment on led display is being replaced.